Manufacturer narrative:
Received one device. Visual test found damaged (detached) downstream occlusion seal. The seal was replaced. Functional test found a defective downstream occlusion sensor. The sensor was replaced, device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device beeps occlusion, there was unknown patient involvement.